Manufacturer narrative:
(B)(4). Report source, consumer - attorney. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer item # unknown, unknown head lot # unknown, zimmer modular femoral stem press-fit plasma sprayed cementless size 12.5, item#: 00771301200, unknown lot number, zimmer neck provisional x2, item#: 00780504101, unknown lot number, zimmer shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, item#: 00875705201, lot#: 63648021. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02692.

Event description:
It was reported that patient underwent a revision due to dislocation and synovitis approximately six weeks post op. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of surgical notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.